Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. An attorney further reported the patient suffered a series of inappropriate shocks, and was required to undergo hospitalization and removal of her sprint fidelis lead. No further patient complications have been reported as a result of this event. An attorney further reported "fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective" lead.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. An attorney further reported the patient suffered a series of inappropriate shocks, and was required to undergo hospitalization and removal of her sprint fidelis lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other text : the device was returned to the manufacturer, analyzed and subsequently tested out of specification. An attorney further reported the patient suffered a series of inappropriate shocks, and was required to undergo hospitalization and removal of her sprint fidelis lead. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed. Visual examination: lead conductor component/subassembly failure was out of specification in a manner that relates to event shock, inappropriate.